Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call time/clock anomaly. Customer advised that the insulin pump is changing the time on its own. Troubleshooting for the time/clock anomaly was performed. Customer advised the date is a month off, the time is over by more than 3 minutes in 10 days and the time is over by more than nine minutes in 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with the current time and date and monitored for four days; the time has not drifted and is accurate; time and date function is performing properly and no time or clock anomaly noted. The insulin pump was downloaded to carelink successfully however, several a47 alarms were found at the alarm history file due to a corrupted history file. The insulin pump passed displacement test, a21 error test and self test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.